Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735225r, serial/lot : unknown. A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. The monitor and the computer were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the staff cart monitor was damaged and constantly displayed "no signal". There was no patient involvement.